Event description:
It was reported that this patient received one inappropriate shock form this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) analyzed device episode data and determined that the patient had an elevated supraventricular tachycardia (svt) above the programmed therapy zone. Sensing was found to be appropriate for the situation. Reprogramming the therapy zone was suggested. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.